Manufacturer narrative:
Concomitant medical product: product ID: 8709, serial# (B)(4), implanted: (B)(6) 2003, product type: catheter. (B)(4).

Event description:
On (B)(6) 2015, information was received from a healthcare provider (hcp) via a company representative regarding a (B)(6) year-old, male patient who was receiving morphine 30mg/ml at 8.990 mg/day and bupivacaine 5mg/ml at 1.4983 mg/day via an implantable pump for non-malignant pain and failed back surgery syndrome. On (B)(6) 2015 at 0930 a motor stall occurred and recovered on (B)(6) 2015, at 2241. On (B)(6) 2015, a second motor stall occurred at 1109. It was unknown if the patient had recently had a MRI. The patient experienced confusion and presented to the emergency room (ER). The patient was then admitted. The patient's morphine dose was decreased from 13-14 mg/day to 8 mg/day. On (B)(6) 2015 at 0348, the second motor stall recovered. The patient was not doing well and was still experiencing confusion. The company representative thought the patient was suffering from a clostridium difficile intestinal infection transmitted from hcp to hcp. The patient had not been diagnosed but the company representative recognized the odor of the vomit on (B)(6) 2015. It was later reported that the clostridium difficile infection was confirmed during the hospital stay. On (B)(6) 2015, the pump was refilled. On (B)(6) 2015, the patient was put on antibiotics. The patient's pump was "wound down" so the pump could be explanted and the patient was given oral narcotics for her pain. The cause of the event was not determined. The pump had not stalled again since weaning the pump down for explant. The clostridium difficile infection resolved. If additional information becomes available, a follow-up report will be submitted.